Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the retaining clip is missing. (B)(4) was implemented on (B)(6) 2011; the retaining clip is now welded to the guide screw to prevent the clip from falling off. The vendor date code (B)(4) indicates the product was manufactured in march of 2004 and before the change. No further action needed. Based on the performed investigation, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
During surgery, the washer came off from the device and dropped in the patient. The washer remained in the patient and the surgery was completed on later date, another surgery was performed to remove the washer from the patient successfully.